Event description:
It was reported that the programmer exhibited an error upon boot up. The power was cycled, and the service disk was ran, but the error did not clear. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event. Analysis found the system fan was noisy. Concomitant products: product ID 2067l rf (radio frequency) head.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.